Event description:
Pt is a participant in a pro disc-l clinical study and experienced an event post implantation. A male pt was implanted with a 2 level pdl at l4 - 5 and l5 - s1 on (B)(6) 2002. Pt contacted surgeon post-op on (B)(6) 2006 and complained of lower back pain as well as pain in his knees which resulted in difficulty walking. A CT scan of the lumbar spine on (B)(6) 2006 revealed disc bulging at l2 - 3 and l3 - 4. Acupuncture was recommended to pt at this time. On (B)(6) 2006, due to continued pain and adjacent level disease, pt underwent a posterior lumbar decompression at l3 - 4 and segmental instrumentation with dynesys. All pdl's remain implanted in pt. This is 2 of 6 reports for this event.

Manufacturer narrative:
Pdl devices were not explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
Device used for treatment and not diagnosis. While this case was part of the ide study, this adverse event is consistent with our post-market experience. The failure mode of continued pain is accurately captured on the current risk analysis, s 04 023, s 05 001, s 05 037, rev h, in line item 5.1. This adverse event is consistent with our post market experience. Based on the similarity, no investigation of the individual events is necessary.